Event description:
Treatment of a left unruptured ophthalmic saccular aneurysm measuring 3.5mm x 3.5mm. During the pipeline deployment, it was reported that the proximal half of the pipeline did not open. Angioplasty was performed to resolve the issue. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).